Event description:
It was reported that the pt had her system explanted due to pt preference. No outcome was reported. See MFR report# 3004209178200900347 for back pain and high impedances on one electrode.

Manufacturer narrative:
(B) (4).